Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, this right ventricular (rv) lead exhibited increased pacing threshold measurements and loss of capture (loc). A microdislodgement was suspected. The lead was repositioned without complication. No additional adverse patient effects were reported.